Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was not received for evaluation; however, a retained sample was evaluated. The retained sample was visually inspected and gravity tested with no defects noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not replicated with the retained sample. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked from the portion of tubing that was inserted into an unknown pump. This occurred during infusion of parenteral nutrition. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.